Event description:
The physician reported that during a regular follow-up on (B)(6) 2015, a warning message showing low rv coil continuity (<200ohms) and low svc coil continuity (209 ohms) were displayed in relation to the subject lead. Punctual measurements were all around 400ohms, which were about the same values obtained at the previous follow-up. A decreasing trend to these coil continuity and pacing impedance measurements was also indicated. Recorded episodes showed noise sensing, even though there was no inappropriate shock. Since no therapy has been delivered since the implantation, the shock therapy was re-programmed to off and a re-intervention was scheduled ((B)(6) 2015). Prior to the re-intervention, oversensing, low coil continuity, and low pacing impedance measurements were again noted. Psa measurements relative to the defibrillation lead were not made. The connector portion of the lead was sectioned, explanted and discarded, while the distal section was left in-situ. The subject ICD was also replaced, although no ICD issue was suspected. The ICD was discarded.

Event description:
The physician reported that during a regular follow-up on (B)(6) 2015, a warning message showing low rv coil continuity (<200ohms) and low svc coil continuity (209 ohms) were displayed in relation to the subject lead. Punctual measurements were all around 400ohms, which were about the same values obtained at the previous follow-up. A decreasing trend to these coil continuity and pacing impedance measurements was also indicated. Recorded episodes showed noise sensing, even though there was no inappropriate shock. Since no therapy has been delivered since the implantation, the shock therapy was re-programmed to off and a re-intervention was scheduled ((B)(6) 2015). Prior to the re-intervention, oversensing, low coil continuity, and low pacing impedance measurements were again noted. Psa measurements relative to the defibrillation lead were not made. The connector portion of the lead was sectioned, explanted and discarded, while the distal section was left in-situ. The subject ICD was also replaced, although no ICD issue was suspected. The ICD was discarded.